Event description:
It was reported that the endovascular stent graft jumped into the svc during deployment in a tortuous vessel. The stent graft was pulled back into the vessel with a balloon and then post-dilated. Another endovascular stent graft was then implanted overlapping the first one at the distal end. The lesion was successfully covered. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.